Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of around 40 mg/dl to 50 mg/dl and high blood glucose of 500 mg/dl. The customer treated high blood glucose with manual injections and low blood glucose with sugar. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high as well as low blood glucose values. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for the analysis.